Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into multiple wall outlets. Customer¿s blood glucose value was in the range of 185-195 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for 30 minutes to resolve issue.